Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed that the power error detected, power loss, and low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose level during the incident was unknown. The customer had previously called to report power error detected. The power error detected did not recur within a week of troubleshooting previous occurrence. The customer was advised to follow a series of steps to resolve the power error detected. The customer reported that they already performed the steps. They had multiple power error detected. The customer also reported that the insulin pump was burning through batteries in less than a day. The alarm history was checked and they found a power loss and replace battery alarm. The device was returned for analysis.